Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a fully articulating catheter to perform failure analysis. The fully articulating catheter was analyzed and found to have insulation damage. Insulation damage was observed approximately 40.92 mm from the distal tip at the braid termination. This failure likely caused the in-house full continuity leak test failure, as well as the od continuity leak test failure. Visual inspection was performed, and no residue, debris or fluid were observed on the housing, green sensor connector, and tool channel. No noise or fluid were observed in the housing when the housing was shaken. The fibers were inspected using the exfo scope and the fibers appear to be smooth with no signs of damage or fluid. The air leak test was performed and passed twice with two different in-house reprocessing covers. No steady stream of bubbles was observed, and the leak tester was able to maintain 140-180mmhg air pressure. Failure analysis found the secondary failure of continuity leak test failure to be related to the customer reported complaint. Electrical continuity was tested and passed using a multimeter. The full continuity leak test was performed and failed with a leakage too high reading. Continuity test results: od (outer diameter) test =failed ID (internal diameter) test = passed full test = failed (leakage too high) missing piece from the insulation was observed, which measure approximately 1.73mm x 1.36mm in size and was not returned with the catheter. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting an ion endobronchial lung biopsy procedure, the customer stated that the catheter failed the leak test. There was a tear in the catheter lining. The diagnostic procedure was completed with no reported injury.